Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Analysis identified a premature battery depletion. A longevity calculation indicated that the battery voltage was lower than expected given the programmed parameters that were available. The battery was removed and another battery was used to power the device. With the the other battery attached, the power consumption was measured and was normal. Failure observed during analysis.